Manufacturer narrative:
During device evaluation, the technician noted burs and damage on the safety pin. The safety pin most likely damaged from the blade not being properly loaded into the handpiece and/or the use of non-stryker blades.

Event description:
It was reported that the device was producing metal shavings during equipment testing conducted at the manufacturer facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that the device was producing metal shavings during equipment testing conducted at the manufacturer facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.